Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy, knob does not fully close. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c07. Annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿plunger position accuracy knob fails¿ was confirmed. On 10-jan-2025, syringe device was received unboxed and with paperwork. External inspection revealed no physical damage, cosmetic damage, and labeling damage. Internal investigation revealed a faulty knob actuator. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty knob actuator. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed plunger position accuracy, knob does not fully close. There was no patient involvement.